Manufacturer narrative:
The device has not yet been returned to the manufacturer, so a proper evaluation of the cause of the leak has not yet been possible. Because no lot information was provided by the reporter, evaluation of reserve samples has also not been possible. Moog will update this report with new information as it becomes available. Device not received by manufacturer.

Event description:
The patient was infusing abx via a curlin pump when he heard a pop. He opened his pouch and saw that the filter had split at the seam, and medication was leaking out.